Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 234 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, and basic occlusion test. The device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. The unit was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked battery tube threads, and missing end cap sticker.